Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. An additional observation, unrelated to the reported issue, was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly .03" to 1.47" in length and were not aligned with the tube axis. Material was missing. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive hard surfaces during transport or reprocessing. A review of system logs showed that the permanent cautery spatula instrument was last used on system# sk0435 on (B)(6) 2020 and had 1 life remaining. A site history review was performed and no other complaints related to the event or instrument were found. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.